Manufacturer narrative:
The device referenced in this report was not returned to siemens for evaluation; however, the system log files were captured and analyzed. During analysis, the hsc found and confirmed that the log was filed against an incorrect system from this user facility. Accordingly, there are two same systems in the cardiology department, s/n (B)(4). A service call was opened against the correct system (s/n (B)(4)); however, when the customer service engineer (cse) captured the logs and opened a complaint, it was opened against s/n (B)(4). Thus, the log files of the correct system is not available. Based on the images and video provided by the cse, a probable cause was determined to be a software defect, which occurs due to error in coding that causes 1 of 9 secondary captures of report page that are not being checked in. This was fixed in (B)(4). The log files from the correct system were not captured, thus a root cause could not be identified. (B)(4). While preparing for an internal audit, complaints that were evaluated as part of a health risk evaluation were reviewed for alignment to the corrective actions that were taken. The complaints were filed per 21 cfr 803. In reviewing these complaints it was discovered that other complaints were missed in regards to MDR reporting. These complaints are now being submitted as mdrs. There was a fsca for all (B)(4) customers in 2015 (FDA # z-2783-2015).

Event description:
It was reported that at the conclusion of an unspecified procedure, the print button was flashing and an error was displayed. The user went back into the patients' browser and the patients' information was no longer in the system. There was no report of patient adverse event. No additional information was provided.